Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery tube case found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case, cracked battery tube thread, cracked keypad overlay, pillowing keypad overlay, cracked battery tube case, keypad overlay texture damage, cracked retainer ring. Cosmetic damage was confirmed at the battery tube case. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged. No harm requiring medical intervention was reported. The customer will continue to use the device.